Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, the customer reported that the issue occurred several times thus it was decided to replace the clamp board which is the most likely root cause of the reported intermittent failure of the clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave an error message after preparing the circuit for operation and the clamp icon disappeared from the centrifugal pump control panel it was connected to. Reportedly, the clamp closed when pump was running. It was reported that the failure did not recur during operation check. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave an error message after preparing the circuit for operation and the clamp icon disappeared from the centrifugal pump control panel it was connected to. Reportedly, the clamp closed when pump was running. It was reported that the failure did not recur during operation check. There was no report of patient injury. After preparing for ope, it was confirmed that the auto-clamp icon disappeared on the lcd of the centrifuge controller and the clamp was closed when the pump was turned on. "Failure in the tubing clamp" was indicated on the system panel. It is said that there had been a similar symptom before. (B)(4).